Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The image showed the circular seal disengaged in a bag. There was a tear in the outer edge of the seal. The trocar and cannula were also in the bag. It was reported that the seal disengaged from the port and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve gastrectomy, when the scope was inserted into the trocar, the blue seal inside the trocar fell into the stomach cavity. The surgeon used graspers to retrieve it. There was no patient injury.